Event description:
It was reported that the user experienced connection issues where the dexcom g7 sensor was paired to both the receiver and the dexcom app, which prevented the sensor from connecting to the ilet. Symptoms included intermittent sensor data unavailability on the ilet. Outcomes included temporary interruption of automated insulin dosing control from the ilet until reconnection was achieved. Investigation included technical troubleshooting and user education to isolate the sensor from competing bluetooth connections. Investigation of this case revealed that concurrent connections to the receiver and app interfered with establishing a stable connection to the ilet; instructing the user to isolate the receiver and move to another room enabled successful reconnection of the sensor to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup and environmental interference affecting wireless communication and troubleshooting resolved the issue.